Manufacturer narrative:
(B)(4). The clinician programmer model 8840 serial #(B)(4)was returned to the manufacturer on (B)(4) 2013 for analysis. Analysis findings confirmed the initial complaint that the screen turned black and the display was unable to be read. The cause of the event was a defective component. On incoming testing, the programmer unit displayed the error of '08:06:40:58-608.' The main board on the unit was then replaced. The unit was cleaned and the touch screen calibrated. The batteries were also replaced. The unit was then tested on both an automated test system and with another ins (model 7428) and all passed all functional/systems testing.

Event description:
It was reported that during a normal follow up of an implantable neurostimulator (ins), manual programming option was selected upon which the physician programmer screen turned black and the healthcare professional (hcp) was unable to read the display. The patient jumped feeling a shocking sensation and his tremor returned violently. Patient programmer was used to try to establish what had happened and it appeared that the device had been reprogrammed to group b. Group b had never been set up by the hcp as an option for this patient. Group b settings were "0 for all options." It was stated that "the programmer had been left in a car overnight and was very cold." It was unclear which programmer was left in the car, patient or physician programmer. Tremor was noted in patient medical history. Patient status at time of this report was noted as alive with no injury/no adverse event. The ins was reprogrammed. The patient appeared to be ok after reprogramming with patient programmer. "Faulty" physician programmer was replaced while hcp's programmer was being repaired/replaced. Additional follow up would be performed on (B)(6) 2013. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8840000002, serial # (B)(4), (serial# could not be verified), product type programmer, physician. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.